Event description:
No new event description information to report at this time.

Manufacturer narrative:
Additional information: d10 ¿ product received on: 27mar2019. Investigation/evaluation: a review of the complaint history, device history record, instructions for use, quality control, as well as a visual inspection of the returned device was conducted during the investigation. One device was returned to for evaluation. Upon visual examination, the glue bond was noted to be broken all the way around the silicone sleeve. Additionally, a document-based investigation evaluation was performed. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record found zero nonconformances for lot 9016688 that could have contributed to this failure mode. It should be noted that there are no other complaints reported for this lot number. A nonconformance was noted in subassembly lot ic8975663 for ¿glue-inadequate¿ that involved two devices. The manufacturing process performed on these devices during production is an individual process. Since these devices are manufactured one at a time, it is believed that these nonconformance events are not related. A review of the product instructions for use provide no information for end users related to this failure mode. Based on the information provided, examination of returned product and the results of our investigation, a definitive root cause could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: not exempt, pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It has been reported that the transparent part of the cook tpn single lumen catheter repair set catheter separated from the hub. No leakage was reported. The device was replaced with another catheter repair kit. No patient harm or adverse effects were reported.